Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the rotor sleeve on the blood pump of the 2008t machine is loose and deformed. The rotor cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. The biomed confirmed that the event occurred during the patient¿s treatment. The biomed could not confirm if the machine provided alarms to alert the staff to the issue. The biomed stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The biomed stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The biomed stated the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with a loose and deformed sleeve (guide sheave) on one of the rear guide pins. An inspection guide pin has signs of debris and wear markings. There are no other discrepancies with the rotor assembly. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeve stayed intact on the pin throughout the test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event was unable to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the rotor sleeve on the blood pump of the 2008t machine is loose and deformed. The rotor cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. The biomed confirmed that the event occurred during the patient¿s treatment. The biomed could not confirm if the machine provided alarms to alert the staff to the issue. The biomed stated that the issue was discovered when it was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The biomed stated that the bloodlines appeared to have been cut by the machine. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The biomed stated the blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The complaint device is available to be returned for physical evaluation by the manufacturer.